Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There has been one other similar event for the lot referenced for the subsequent revision of the same device in the same patient also reported for disassociation of the liner. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient presented to ER with hip pain. X-ray revealed disassociated constrained liner...revised with mdm liner/ head". Rep reported he does not have access to any additional information from surgeon or hospital.